Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"Cust reports that their bite feels off, their molar touch before their front teeth."hi! Been about 2 weeks. My bite certainly has improved as far as the comfort and natural bite. I am happy with that. However, my teeth definitely have shifted. Both top and bottom. I don't care so much about the bottom but the top 4 I care about."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.